Event description:
It was reported that the device exhibited a downstream occlusion issue. The event occurred during set up, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair functional testing showed downstream occlusion (dso) error populating when no occlusion present. Confirmed primary complaint. Replaced dso sensor, dso bezel, dso seal, updated software. Device passed all test criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.